Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 3082127. All inspection performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported that the bd alcohol swabs had foreign matter. Verbatim: consumer reported she is finding swabs that are "pink and purple" prior to use.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alcohol swabs had foreign matter. Verbatim: consumer reported she is finding swabs that are "pink and purple" prior to use.